Manufacturer narrative:
Product event summary evaluation summary: the generator was returned and analysis did confirm the customer comment that the device shuts off while batteries are being replaced, it was attributed to the main printed circuit board (pcb) being out of specification. Analysis also found the liquid crystal display (lcd) out of specification, the upper and lower cases broken, the ring missing and the serial number label torn. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) shut off "right away" when the battery was being changed. The epg was returned for repair. Additional information was received that indicated the epg was not connected to a patient at the time; therefore, there was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) shut off "right away" when the battery was being changed. The epg was returned for repair. Additional information was received that indicated the epg was not connected to a patient at the time; therefore, there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.